Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges incorrect bolus advice. Caller reported that the value of insulin which was not delivered is now used for the calculation of active insulin. No adverse event reported. Requested return of the alleged device for evaluation.